Event description:
The customer initially reported two issues since july 16, 2025, including not seeing insulin drops at the tubing during the fill step. Despite this, the customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The customer resolved the problem independently by changing the infusion set and cartridge and successfully resumed insulin. Technical support planned to send infusion-set replacements at the customer's request.